Event description:
Info rec'd indicates the bed only has intermittent functions working from the siderail controls.

Manufacturer narrative:
The technician replaced the left and right ucm boards and cables to repair the bed.